Event description:
It was reported that the customer had a partial display on the insulin pump. The information above (clock) is missing. Display is milky and scratched. Customer used an energizer battery and stored them correctly. Pump was not bumped or dropped. Anomaly persisted after the battery change. There were also missing segments found. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).